Event description:
Primary stability achieved, no osseointegration, pain, swelling. General dentist placed crown in 2017. Patient came back in 2018 with failed implant. Patient lost implant and crown.